Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown, uncomfortable, never felt like they were a part of [the patient's] body, felt like they were velcroed to [the patient's] chest wall," and "did not have bia-alcl symptoms but removed the implants anyways.

Event description:
Patient reported left side "capsular contracture, baker grade unknown, uncomfortable, never felt like they were a part of [the patient's] body, felt like they were velcroed to [the patient's] chest wall," and "did not have bia-alcl symptoms but removed the implants anyways." Device has been explanted.